Manufacturer narrative:
Manufacturer ref no.: (B)(4) the device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (underinfusion) (medication unknown). The rate was 999 ml/ hour for a volume to be infused of 1000 ml. At the end of the infusion, 150 ml remained. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Additional event information was received from the customer. The event description has been updated.

Event description:
Baxter performed a site visit to this customer. The purpose of the visit was to directly observe and discuss concerns related to the event reported by (B)(6). The findings from the site visit showed that some current clinical practices may have led to the reported under infusion. Baxter is working with the facility to mitigate the reported problem.